Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to hospital with an episode that showed an inappropriate antitachycardia pacing therapy for supraventricular tachycardia. Programming changes were made.